Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded from 12.1 cm to 12.6 cm from the connector pin which resulted in noise. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the right ventricular lead exhibited noise and over sensing. During procedure to explant the lead the physician noted insulation defect near proximal pin connector. The lead was explanted.